Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, false automatic mode switch episodes were observed due to far field r-wave oversensing. Episodes of undersensing were also observed. Technical support was contacted and suggested reprogramming to resolve the issue. Programming will be performed at the patients next follow-up. The patient was in stable condition and experienced no adverse health consequences.